Event description:
A malfunction with code malf 12 was reported. There was no reported impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and was guided by technical support on how to put the pump into storage mode before returning it. A return label was provided, and the customer confirmed understanding of the return process.